Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased from eight and a half years to one and a half years in approximately a one year and a half time period. At this time, there is no evidence to suggest that a request has been made to have data from this device analyzed. The plan is to replace the device. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased from eight and a half years to one and a half years in approximately a one year and a half time period. At this time, there is no evidence to suggest that a request has been made to have data from this device analyzed. The plan is to replace the device. No adverse patient effects were reported. Additional information was received. This device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased from eight and a half years to one and a half years in approximately a one year and a half time period. At this time, there is no evidence to suggest that a request has been made to have data from this device analyzed. The plan is to replace the device. No adverse patient effects were reported. Additional information was received. This device was explanted and replaced. No additional adverse patient effects were reported. Several attempts were made to locate this device for return and technical analysis, with unsuccessful results as no response was received. If additional information is received or if the device is returned, a supplemental report will be provided.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased from eight and a half years to one and a half years in approximately a one year and a half time period. At this time, there is no evidence to suggest that a request has been made to have data from this device analyzed. The plan is to replace the device. No adverse patient effects were reported. Additional information was received. This device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert code 1003 was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.